Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.

Event description:
The customer reported a flow regulator was set at 125 ml/hr, however, the entire 1000 ml bag infused. Customer did not state how long it took the 1000 ml to infuse. No pt harm or medical intervention was reported. Although requested, no add'l pt or event details were provided by the customer.